Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, device appearance (observed 40 mm dark patch edge material inside gel device) crease flat and underweight. A microscopic analysis was performed which identified a striated edge broken, consistent with use of a surgical tool and missing piece of the shell. Based on the device analysis the final assessment is: a striated edge broken on posterior side due to surgical damage and a missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.